Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit did not pass self test, as it was interrupted by pump error 75. Successfully used thump software to download trace/history files. The adapt tool was utilized to search for pump error 42, pump error 63 and pump error 3 alarms that may have occurred in the past or during the complaint call. The adapt tool reveals that several pump error 3 alarms were recorded on (B)(6) 2024 from 13:09:29 through 13:32:21, with a total of four alarms. In addition, both pump error 42 and pump error 63 were noted 4 times on (B)(6) 2024 from 13:09:32 hour through 13:32:23 hour. Per software engineer log, pump error 63 faults in motor gpio module registered in detailed traces, incorrectly set gpio. All errors occurred after first mfda error. Motor safety circuit error, that 'bricked' pump is described, but pump was not functioning properly by that time. (File/line number: 32143/399). However, no pump errors 3, 42 and 63 were noted during testing of unit. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly. Moisture damage noted on motor assembly and electronic assembly during deconstructive investigation. Unit was also received with broken battery tube threads, cracked case-corner of belt clip rails, cracked case (battery tube), label damage (faded and peeling), cracked case on battery side, scratched case, stained keypad overlay and cracked keypad overlay at select button. In conclusion, customers concerns for multiple pump errors and cosmetic damages were confirmed. Pump error 3, 63 and 42 alarms noted during adapt history review and unit was received with cracked case (battery tube). However, unable to confirm customers allegation of rewind anomaly. Unit successfully passed the rewind test. In addition, pump error 75 appeared during self test. Moisture damage was also noted on electronic assembly and motor assembly during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 42, pump error 3, pump error 63, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer reported receiving pump errors 42,3,63 . No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested and customer response was the device will be returned.